Event description:
This lead was implanted on (B)(6) 1999 and remains implanted at this time. This lead was noted due to stimulation. The physician was dr. (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).